Event description:
The customer stated that they received an erroneous result for one patient sample tested for magnesium gen. 2 (mg) on a c501 analyzer. The customer stated that they performed maintenance on the analyzer after the event and repeated controls. The controls were outside of range. The customer then recalibrated the test and this passed, but controls were still outside of range. The customer then ran controls on all tests and most of the controls were outside of range. The customer also noted that they received a probe error prior to the event. At that time, the instrument was reset and the alarm did not re-occur. The sample initially resulted as 4.9 mg/dl and this value was reported outside of the laboratory. The result was questioned by a physician, so the sample was repeated on a different c501 analyzer. The repeat result was 2.6 mg/dl. The repeat result was believed to be correct and a corrected report was issued. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The mg reagent lot number was 13790101, with an expiration date of (B)(6) 2017. The field service representative determined that the reagent cassette was defective and that a probe on the instrument was clogged. He replaced the cassette and replaced the probe. He ran precision studies on the assay and this was within specifications. The customer ran controls and all were within specifications.